Event description:
My son was burnt on the neck when his malem alarm short circuited and leaked batteries on his body. The alarm was extremely hot and that was likely caused by the batteries short circuiting inside the alarm portion. After that, extreme heat, the batteries inside the alarm leaked out on to his skin and spread over his neck area where I had attached the alarm portion. It caused skin irritation on his neck which has resulted in small burn marks. I have taken my son to the ER for treatment and his treatment is still ongoing even after one week.